Manufacturer narrative:
Updated: describe event or problem, patient codes, device codes. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was further reported that the lesion was 25% stenosed and the superficial femoral artery (sfa) tortuosity was normal. The stent stretched prior to fracturing. The non-bsc 8x58 stent was used to stent over the fractured portion. There were no patient complications and the patient¿s status post procedure was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that deployment difficulties and a stent fracture occurred. The long target lesion was located in the non-calcified superficial femoral artery (sfa). Following pre-dilation with a .018 non-bsc balloon and two 5x100 ranger balloons, a 6x150 130 cm eluvia¿ drug-eluting vascular stent system was advanced via a cross over approach to treat a dissection. The eluvia was advanced to the lesion without issues. After 2cm of the stent was deployed, the deployment handle no longer worked. The eluvia delivery system was retrieved which allowed the stent to be fully deployed; however the stent fractured in the iliac artery. A non-bsc 8x58 stent was deployed for treatment and the patient was released the next day.